Manufacturer narrative:
The investigation of priming issue has been completed. During device analysis the console performed as expected and had no priming issues similar to the console's performance in the field. During the data log review was unable to confirm the reported issue. Root cause: there was no issue found during the case. D4 unique identifier number was omitted on the initial manufacturer device report number 1220648-2025-26222. E2 was inadvertently reported incorrectly on the initial manufacturer device report number 1220648-2025-26222. E3 was inadvertently reported incorrectly on the initial manufacturer device report number 1220648-2025-26222. H3 was inadvertently selected as yes, when at the time of the initial manufacturer device report number 1220648-2025-26222, the product had been received. H8 usage of device was inadvertently reported incorrectly on the initial manufacturer device report number 1220648-2025-26222.

Event description:
It was reported by biomed that the console with purge system was not priming. There was no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.